Event description:
It was reported that a continu-flo solution set separated at the check valve. The nurse spiked the bottle of unknown liquid. When the nurse went to prime the line the nurse felt a drip. This is when the separation was noticed. There was no report of injury to the nurse, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the sample was received for evaluation. A visual inspection identified that the inlet port of the check valve was separated/broken off from the housing. If additional relevant information is obtained, then a follow-up MDR will be submitted.